Manufacturer narrative:
The user interface assembly was returned for analysis. Visual inspection of the returned component revealed no evidence of damage or contamination. The user interface assembly was tested, and no failures were identified. The reported complaint of the ventilator not turning off was not duplicated.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with part ID for user interface assembly; however, it could not be confirmed if the customer replaced the specified part and if it resolved the reported issue. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
It was reported that the device would not turn off. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The customer requested the part number for a replacement user interface assembly. The remote support engineer (rse) provided the customer with the part number. The customer then ordered a replacement. Further information is pending.